Manufacturer narrative:
Pump was received with up arrow button not responding due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm and failed battery test alarm due to unresponsive button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and failed battery test alarm. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.